Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator changeout procedure it was noticed that the patients right atrial (ra) lead was darkly discolored and had signs of blood ingression in the lumen near where the serial numbers are located and appeared to be coming from below rather than above suture sleeve. It was also noted that the patients ra lead had dislodged twice before, but the physician felt the dislodgements were physiologic and not likely related to a product failure. The patients right ventricular (rv) lead exhibited low pacing impedance, high thresholds and no capture. Both the ra and rv leads were extracted and replaced. No patient complications have been reported as a result of this event.